Event description:
It was reported that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer reported fluid in the reservoir compartment. It was reported that the o-ring inside the lip of reservoir compartment is missing. Customer's blood glucose reading was 465 mg/dl. Troubleshooting was done for no delivery alarm and moisture damage. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Excessive no delivery alarm test was not performed due to motor error anomaly. No moisture damage was found on electric assembly. The insulin pump had cracked case at display window corners and minor scratches on the lcd window.